Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a blade dissolved during hammering. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the blade is in the open state and the function test shows that the present article fully complies with our specifications and properly works. The production documents of this blade were checked and no deviation was observed, which is indicative that a handling error could be present; possibly the blade was not mounted on the instrument, not clicked or it was withdrawn to early when turning the instrument. No product fault was found.